Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that 12 lead would not read. The unit has been tested and the logs have been evaluated and all functions with the ECG are working correctly. No parts are required. Calibration only is needed for nbp, co2 and touch screen. The reported problem is unconfirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that tempus pro 12 lead would not read even with troubleshooting. The issue was discovered during chest pain patient was being monitored. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.